Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted as the patient was occluded and was being upgraded to a biventricular implantable cardioverter-defibrillator (biv ICD) with different leads.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted as the patient was occluded and was being upgraded to a biventricular implantable cardioverter-defibrillator (biv ICD) with different leads.